Event description:
Meter was reading inaccurately erratic. Patient obtained results of 250 and 150 mg/dl on the reported meter within 10 minutes of each other. The patient took no action to affect blood glucose level following use of themeter and received no medical attention. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative walked the patient through 2 consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.